Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). They were told when the patient had the implant that the patient may not get full benefit from the therapy because they ¿were off on the implant¿. They hadn¿t seen any physical difference in the patient¿s motor skills and they were not sure if the patient should have another implant. When the patient was first implanted the therapy had seemed to help the right side to some degree however was told that the implanting physician had missed the target point for the lead so they had been unsure what response the patient would receive. They had not noticed any difference in the patient for the past year. Further follow up is being conducted to obtain further information about battery depletion, troubleshooting, actions/interventions taken, and lead placement issue. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider reported that the battery depletion was normal. The interventions related to patient's lack of symptom relief were increased ambulatory devices and increased assistance of activity of daily living and maximum medications. It was also noted that the implant was complicated with hemorrhage and suboptimal implant.